Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of 29 mmol/l on her performa system. The patient attempted to self treat with a correction bolus and blood glucose levels did not decrease. Emt's were called and transported the patient to the hospital. The patient was treated with insulin. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.